Manufacturer narrative:
The investigation for the high purge pressure has been completed. Data logs were reviewed and a purge pressure trend was confirmed, though there were no triggers of high purge pressure alarms. In the middle of the night on 12/10, the purge pressure began rising over the course of 3.5 hours through the end of the case. At the same time, the motor current started drifting upward without any shift in p-level. During that rise, there were distinct steps up in the motor current that align with spikes in the ps. That being said, there were no clear motor current spikes that correlated with the start of the purge pressure rise or any other abnormalities leading up to it. Returned product was investigated and there was biomaterial in the outflow cage and purge gap. There were no kinks or other abnormalities noted on the pump/catheter. The pump and purge cassette were connected to a console and the purge pressure started to trend up, however, once the pump was started, the purge pressure resolved to normal levels during the 2 hours it was running. At the same time, the motor current was variable and pump flows were low during this entire run. A window was cut in the catheter and there was no blood ingress into the purge line, suggesting a purge kink was not the cause of the purge pressure rise. Based on the data log review and returned product, the root cause of the high purge pressure was determined to most likely be biomaterial. Added h6 impact codes 4644, 4629.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, high purge pressure alarm occurred. Tissue plasminogen activator (tpa) protocol was started. Purge system blocked alarm occurred and tpa was infusing. The plan was made to exchange the pump. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿